Event description:
It was reported that 5 bd sentry¿ safety lancets were found with damaged packaging before use. The following information was provided by the initial reporter: "don¿t have too cover"

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 7/10/2020 h.6. Investigation: bd received 1 sample and 1 photo from the customer for investigation. The photo was reviewed and the indicated failure mode for missing cover with the incident lot was observed. Additionally, all customer samples along with retention samples from bd inventory, were evaluated by visual examination and the issue of missing cover was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 5 bd sentry¿ safety lancets were found with damaged packaging before use. The following information was provided by the initial reporter: "don¿t have too cover."

Event description:
It was reported that 5 bd sentry¿ safety lancets were found with damaged packaging before use. The following information was provided by the initial reporter: "don¿t have too cover"

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but [1] photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for missing cover with the incident lot was observed. Additionally, virtual assessment of the retention samples from bd inventory were evaluated as a result no loose component or incomplete lancets were observed. Force holding of the push button in the housing may affect lancet disintegration. This parameter was checked and no exceedances were observed - the product meets the requirements of product specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.